Event description:
It was reported by service report that the stretcher was leaking hydraulic fluid onto the floor. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.